Event description:
The reporter stated that the unit will not recognize syringe size. There was no pt injury or treatment associated with this event.

Manufacturer narrative:
The unit correctly recognized all bd, monoject, and terumo syringes from 1cc to 6cc sizes. The size calibration was out of specification at the 60cc size. Medex was unable to confirm the issue. However, the size calibration was out of specification at the 60cc size, which can contribute to an invalid size alert or the pump incorrectly reading the syringe size. The calibration issue is being monitored for trend. The unit was repaired and returned to the customer. No add'l action is necessary at this time. Medex considers this MDR closed with this report.